Manufacturer narrative:
Co has completed the investigation of the MDR incident listed above and, after testing the device, have not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper storage of test strip product, or some unk anomaly. At this point the investigation of this matter is closed.

Event description:
The pt, a iddm, had the flu for several days prior to 9/24 and was not feeling well, he awoke on 9/24 feeling "out of it." A fasting result (4:30/a) on the pt's meter was 166 mg/dl. His wife transported him to the hospital where a lab blood glucose result (5:00/a) of 1,022 mg/dl was obtained. The pt was admitted for diabetic ketoacidosis and treated with saline and insulin IV. The pt reports that he removes his test strips from their original vial and places them in another container for convenience. The product's package insert states to keep the test strips in their original container with the vial tightly capped. Calibration status is unk.